Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6936 implantable tachy lead (B)(6) 1997; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that a lead alert was triggered due to short v-v intervals and non-sustained tachycardia episodes and lead noise was observed in the pace/sense portion of the right ventricular lead with manipulation of the device in the pocket. It was further noted that during the revision procedure, the lead and device connection was confirmed to be adequate and the lead was tested via the analyzer and found to have normal electrical parameters and no noise was observed. The lead was reconnected to the device and manipulation of the device in the pocket provoked intermittent lead noise. The pace/sense portion of the lead was capped and replaced with a new pacing lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.